Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
It was reported that during a surgery the image fusion was not working. The surgeon stated that the mr was acquired in axial and the CT in sagittal. Field service engineer reminded that both images should be recorded in the same axis, so the radiologist transformed the CT to axial. After this modification surgery was able to be performed. Surgeon also reported that software only imports images when their name begins with an asterix.

Manufacturer narrative:
Following the investigation, the cause for the fusion issue is a user error : surgeon selected all slices of the image and may have improved results of fusion by selecting only skull. Corrected data: date of this report. Manufacturer (email). Office contact. Date received by manufacturer. If follow-up, what type. Device evaluated by manufacturer. Evaluation code.